Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for contraception: oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes or skin conditions type:,"), skin disorder ("rashes or skin conditions type:,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), feeling abnormal ("mind fog"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurriness"), fatigue ("fatigue,"), pain in extremity ("leg pain") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, feeling abnormal, vaginal discharge, vision blurred, fatigue and weight increased outcome was unknown and the female sexual dysfunction, dyspareunia, pain in extremity and arthralgia had resolved. The reporter considered allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received: events she did not undergo essure confirmation test, hormonal changes describe:, hysterectomy (partial), apareunia (inability to have sexual intercourse), rashes or skin conditions type:, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurriness, fatigue, weight gain, other injury(ies) or complication(s) please describe: mind fog were added. Medical history, concomitant and historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.